Event description:
A us distributor contacted zoll to report that a (B)(6) pt passed away on (B)(6) 2014 at 06:00 am at the hosp. Two weeks prior on (B)(6) 2014 at 02:56:45, the pt received a treatment defibrillation in response to asystole. The initial post shock rhythm was asystole. Multiple counting contributed to the false detection. At 02:57:07, the lifevest properly detected asystole transitioning to sinus bradycardia at 47 bpm transitioning to severe bradycardia at 9 bpm with CPR artifact. The pt was in a dialysis clinic and was unconscious at the time of the event. A review of the downloaded data confirms that the response buttons were pressed intermittently during the event. The presence of CPR artifact and use of response buttons while the pt was unconscious confirms the presence of bystanders. The lifevest shut down at 03:01:59 on (B)(6) 2014. The pt passed away on (B)(6) 2014 of multiple organ failure and was not wearing the lifevest at the time of passing. There is no indication that the defibrillation contributed to the pt death.

Manufacturer narrative:
There is no indication that the defibrillation event on (B)(6) 2014 contributed to the pt death. The pt passed away on (B)(6) 2014 of multiple organ failure and was not wearing the lifevest at the time of passing. Explanation: device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device MFR date and usage of device: monitor (B)(6): 05/01/2013 - reuse; electrode belt (B)(6): 06/01/2012 - reuse.